Event description:
The customer reported that during a varicose vein procedure the doctor noticed that after connecting the motor drive unit, the sclerosing solution was leaking outside the catheter. The doctor punctured the gsv in the calf area (below the knee 20 cm) with cannula 18 g, under sono control. The clarivein was introduced percutaneously into the peripheral vasculature under imaging guidance. The coating of the catheter was interrupted at distance of 9 cm from the fixed connection. The doctor stopped the procedure and used a new clarivein device. Prolonged time for the procedure and patient discomfort were reported.

Manufacturer narrative:
The customer returned a single device. A visual examination revealed a severe kink in the wire and damage to the catheter at about 9 to 10 cm from the strain relief. This kink exceeds 90 degrees and is likely where the leak came from. The complaint has been confirmed. The processes to manufacture this device were examined and the device will not be placed under any stresses that could weaken or strain the catheter in this way. The catheter is not under this type of strain until the catheter/wire assembly is connected to the mdu at the customer. The root cause could not be determined. Electronic review of the DHR determined no exception documents were recorded that would cause this type of incident to occur. Furthermore, there were no process deviations or non-conformances recorded for this lot or the lot(s) that produced the device. This complaint will be used to trend for similar complaints. A search of the complaint database was performed and no similar complaints for this lot number were found.